Event description:
In (B)(6) 2019 the recipient attended a routine follow-up appointment and affected channels were observed. The recipient did not complain about any decreased or unstable hearing performance. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2019 the user came for a routine follow-up and affected channels were observed. The user did not complain about any decreased or unstable hearing performance. As per new information received in september 2019, the recipient now reports having unstable hearing performance.